Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. The customer moved the pump and transmitter within range and without obstruction, yet the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.